Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted adrenalectomy surgical procedure, tissue was noted to be sticking to harmonic ace jaws. The excitation platform of the harmonic ace reported an error to reduce the tip pressure. The procedure was completed with no reported injury.